Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5400 clinical chemistry analyzer. The fse replaced the run equivalency factor (ref) electrode to resolve the issue. Patient demographics were not provided. (B)(6).

Event description:
The customer reported generating low na (sodium) and high cl (chloride) patient results in the ion selective electrode (ise) on their au5400 chemistry analyzer. The erroneous patient results were reported outside of the laboratory. It is unknown if there was any change to patient treatment. Quality control was within the laboratory's established ranges prior to and after the event.